Event description:
Related manufacturer reference number: 2017865-2024-00213, 2017865-2024-00214 it was reported that the patient presented for a follow-up in the clinic with an unspecified infection. The physician explanted the system ¿ pacemaker, right atrial lead and right ventricle lead. The system was replaced on the same day. The patient was in stable condition throughout the procedure.

Event description:
Additional information noted that the patient was symptomatic of hematoma prior to the explant of the pacing system.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.